Event description:
On (B)(6) 2011, the user experienced issues with vitamin b12 quality control on the modular e module analyzer serial number (B)(4). The user replaced the reagent and reanalyzed all patient samples that had been tested since the last acceptable quality control on (B)(6) 2011. Of the data provided for 47 patient samples, the results for 41 patient samples were discrepant. All results were in pmol/l. Patient sample 1 initial result was 34 and the repeat result was 302. Patient sample 2 initial result was 41 and the repeat result was 346. Patient sample 3 initial result was 40 and the repeat result was 392. Patient sample 4 initial result was 80 and the repeat result was 739. Patient sample 5 initial result was 44 and the repeat result was 341. Patient sample 6 initial result was 25 and the repeat result was 347. Patient sample 7 initial result was 41 and the repeat result was 192. Patient sample 8 initial result was 338 and the repeat result was 1263. Patient sample 9 initial result was 45 and the repeat result was 439. Patient sample 10 initial result was 28 and the repeat result was 116. Patient sample 11 initial result was 86 and the repeat result was 634. Patient sample 12 initial result was 43 and the repeat result was 340. Patient sample 13 initial result was 31 and the repeat result was 180. Patient sample 14 initial result was 36 and the repeat result was 565. Patient sample 15 initial result was 29 and the repeat result was 178. Patient sample 16 initial result was 60 and the repeat result was 352. Patient sample 17 initial result was 33 and the repeat result was 201. Patient sample 18 initial result was 44 and the repeat result was 389. Patient sample 19 initial result was 39 and the repeat result was 229. Patient sample 20 initial result was 54 and the repeat result was 236. Patient sample 21 initial result was 36 and the repeat result was 306. Patient sample 22 initial result was 33 and the repeat result was 299. Patient sample 23 initial result was 26 and the repeat result was 266. Patient sample 24 initial result was 43 and the repeat result was 373. Patient sample 25 initial result was 52 and the repeat result was 157. Patient sample 26 initial result was 75 and the repeat result was 487. Patient sample 27 initial result was 33 and the repeat result was 176. Patient sample 28 initial result was 44 and the repeat result was 438. Patient sample 29 initial result was 50 and the repeat result was 577. Patient sample 30 initial result was 88 and the repeat result was 370. Patient sample 31 initial result was 34 and the repeat result was 264. Patient sample 32 initial result was 75 and the repeat result was 471. Patient sample 33 initial result was 62 and the repeat result was 698. Patient sample 34 initial result was 43 and the repeat result was 407. Patient sample 35 initial result was 86 and the repeat result was 505. Patient sample 36 initial result was 61 and the repeat result was 561. Patient sample 37 initial result was 30 and the repeat result was 395. Patient sample 38 initial result was 40 and the repeat result was 364. Patient sample 39 initial result was 37 and the repeat result was 282. Patient sample 40 initial result was 38 and the repeat result was 503. Patient sample 41 initial result was 56 and the repeat result was 736. The initial results were reported outside the laboratory. No information was provided to determine if any patients were adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Although, a specific root cause could not be determined, experiments performed by the customer showed that the pre-treatment bottle rack was related to the event. The affected pretreatment and reagent rack pack was sent by the customer for further investigations. Unfortunately, the reagents were not received in an upright position and no further investigation was possible. No adverse event was reported.